Manufacturer narrative:
Product analysis: balloon returned deflated with traces of residue present inside the balloon. The distal tip and distal balloon cone were pulled into the balloon. Proximal balloon bond was stretched and slightly bunched. Kinks were evident on the distal shaft at 2.5cm, 17.2cm and 17.6cm proximal to the distal tip. Stretching was evident on the transition tubing. Negative prep was performed with no issue noted. The device failed to inflate deflation testing could not be performed. Inner lumen patency was verified with a 0.015 inch mandrel. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a euphora balloon catheter to treat a non -calcified and mildly tortuous distal cx lesion exhibiting 99% stenosis. It was reported that no damage was noted to the device packaging. No issues noted removing the device from the hoop/tray or when removing the protective sheath / packaging stylet from the device. The device was inspected and negative prep performed with no issues noted. The lesion was not pre-dilated. During the procedure, the device did not pass through a previously deployed stent. No resistance was encountered during delivery and no excessive force used. The 50/50 concentration of contrast / saline was used by the physician. Inflation difficulties (slow inflation) were noted at 8atm with slow contrast. It was reported that the balloon failed to deflate and was removed while still inflated. Device was not moved or re-positioned prior to the deflation difficulties. No intervention was used to remove the device. Wire and guide were removed with the balloon. No patient injury reported.